Event description:
Customer reportedly received the following results on the nano system within 10 minutes: 599 mg/dl and 200's mg/dl. No adverse event reported. Requested return of the alleged device and replacement was sent.